Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and power sources. The customer's blood glucose (bg) level was impacted (400 mg/dl). The customer used insulin pens to address elevated bg level. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.